Manufacturer narrative:
Findings: reliability analysis inspected 3 opened/used sensors and performed visual inspection and found 1 of 3 sensors with cannula broken, broken part was not found see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Remaining 2 opened/used enlite sensors and performed solution test. One of 2 sensors failed for no readings. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per spec. Remaining sensor passed per specifications with accurate readings.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 8.0 mmol/l at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor.